Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination of the electrode found the array to be fully retracted. No visible damages were found to cannula or handle. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported the array was difficult to extend. The 2.0/17/15 leveen¿ superslim¿ was selected for a radiofrequency ablation of a patient's liver. During preparation, the physician attempted to deploy the array and severe resistance was noted. The device was not used. The procedure was completed with another of the same device with no patient complications reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the array was difficult to extend. The 2.0/17/15 leveen¿ superslim¿ was selected for a radiofrequency ablation of a patient's liver. During preparation, the physician attempted to deploy the array and severe resistance was noted. The device was not used. The procedure was completed with another of the same device with no patient complications reported.